Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. Bi-lateral. Left hip. *****see (B)(4) for right hip***** update: added hospital, type of surgery, reason for revision and products reason for revision. Received: (B)(6) 2012. Asr hip resurfacing. Reason(s) for revision: alval / soft tissue reaction** update received: 29th may 2014 - cross referenced, re-created to attach surgeon confirmation forms, attach query and response documents and attach unanswered query document, added further hospital: berkshire independent hospital, added surgeon:(B)(6) and **added further reason(s) for revision: component malalignment and pain.

Event description:
Update : added hospital, type of surgery, reason for revision and products reason for revision. Received: (B)(6) 2012. Asr hip resurfacing reason(s) for revision: alval / soft tissue reaction

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.